Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. A revision was performed, and this lv lead was explanted. It was noted that there were complications during the extraction however, it is unknown what those complications were at this time. This patient expired 10 days later. No additional adverse patient effects were reported. This lv lead is not expected to be returned.